Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department thinking there is something wrong with their device. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.